Manufacturer narrative:
Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. However, device failed to vibrate during self test due to vibrator motor connector broken black wire.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had loss of audio issues. The customer¿s blood glucose level was unknown. The customer also reported that they having issues with the battery. The customer was assisted with troubleshooting for low battery issues. The insulin pump will be returned for analysis.